Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with pillowing keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the retainer ring has broken off the reservoir compartment. They are complaining that the insulin pump has a crack on the case as well. The customer's blood glucose was 111 mg/dl. They were advised that the insulin pump would need to be replaced. The pump will be returned for analysis.